Event description:
The hospital reported a pt was perforated during a procedure. The procedure was aborted and the pt immediately underwent an operation to repair the perforation. It was later reported by the hospital that the pt had expired some time after the operation.